Manufacturer narrative:
The investigation of vf/vt/af/at and positioning issues has been completed. The cause of the vf/vt/af/at and positioning issues was not determined since product was not returned and lack of clinical information.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella 5.5 support and during support, the patient had dysrhythmia. The p level was decreased and the pump was attempted to be repositioned. The repositioning failed. Support was continued. Weaning was successful and the device was explanted. The procedural outcome was the patient survived the surgery.